Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after attempted sensor deployment, the sensor wire was hanging from the needle of the applicator. The sensor was attempted to be inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.